Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had shocking pain in left upper chest. The patient was bent over cleaning the inside of a car when the shocking occurred. Patient was taken to the hospital for tests and a cardiologist told them there was nothing wrong with their heart and the patient has no clots. The shocking was brief and has not occurred again.